Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and guiding catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported materials were too soft, flexible or prolapsed and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the mildly calcified, moderately tortuous anatomy, the guide wire tip looped on itself bending the tip core. Manipulation during retraction likely resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion via the right radial artery access. The pilot 50 guidewire looped. The guide wire separated 3cm from the tip during retrieval. The distal portion was left in the arm, approximately 10cm from the wrist. Medication was given as treatment. There was no adverse patient sequela reported. No additional information was provided.